Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection and bolus via pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.